Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge was not snapping into the pump. Customer was able to snap the cartridge securely into place and resume insulin therapy. Customer¿s blood glucose level was 245 mg/dl.